Event description:
An impella 5.5 was placed via the axillary graft to support the 63-year-old patient who had been admitted in with cardiogenic shock and cardiomyopathy. Patient had been previously supported by a cp, and was escalated to a 5.5 that failed, and was investigated in complaint (B)(4). This 2nd 5.5 pump was placed however the patient expired after one hour of support. The death is conservatively being reported although an unlikely contributing factor to the death, and more likely the patient's presenting native critical condition as presented in scai stage e.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Investigation summary: hemodynamic instability/cardiac arrest/ppae: the cause of the injury was not determined due to insufficient clinical details.